Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance due to a possible fracture. It was noted that the patient was very athletic. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1688tc competitor lead, implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a distal portion was received measuring 45 cm. Analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.